Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The lesion details are unknown. A 16 x 3.50mm taxus liberte paclitaxel-eluting coronary stent system was advanced into the patient, but was unable to cross the lesion. Upon removal of the device from the patient, it was noted that the stent edge was slightly lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.